Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The detachment issue has been investigated by the applicable cross functional team and as part of the complaint investigation process, no specific root cause was identified. As part of the manufacturing process, 100% of the units undergo visual inspection, manufacturing continuous monitoring sampling, and quality assurance sampling inspection.

Manufacturer narrative:
A product evaluation was completed on the returned pressure tubing with vamp. The reported event of "tubing disconnected above the vamp" was confirmed. As received pressure tubing was found completely detached from vamp reservoir bond joint. Indications of what appeared to be bonding material were evident on tubing bond surface area. Tubing outer diameter, 0.1415" near the point of detachment, was within specification. No other visible damage or inconsistency was found from returned kit. The engineering evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record cannot be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional FDA product code is kra. Additional FDA premarket submission are k173586 and k896819.

Event description:
It was reported that a vamp pressure tubing broke at the vamp on the IV side. Event occurred during routine blood draw off the arterial line, two days after set up. The point of disconnection was not a luer slip nor luer lock and the line was unable to be re-attached. This pressure tubing was exchanged for a new set up. There were no injuries to patient.